Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine (concentration: 10 mg/ml, dose rate: 3.15 mg/day) and bupivacaine (10 mg/ml, dose rate: 3.15 mg/day) via an implantable pump for spinal pain. It was reported that the reason for the report was to ask what to do with a pump that reads that it has been stalled since (B)(6) 2021. The patient did not have an MRI (magnetic resonance imaging) that day; however, did have pet scan/CT tumor check of his lungs on (B)(6) 2021. It was further stated that the patient was not at the hospital prior to that imaging to be around an MRI. The hcp proceeded with the refill and pulled out 5 cc when she expected 3.8 cc which the healthcare provider expressed was within specification. At the time of the report technical services had the healthcare provider check the pump logs which did show a recovery for todays ((B)(6) 2021) time stamp. This was the first time the pump was read since (B)(6) 2021. Technical services inquired if the patient at all remembers what they were doing on (B)(6) 2021 or if the patient was a welder by chance. It was noted that the patient stated that he did have welding equipment at home that he uses; however, the patient wasn't sure if he was doing that on (B)(6) 2021. It was indicated that technical services confirmed that the pump was in fact in telemetry mode, with the cause likely being welding if he was doing it that day. The healthcare provider requested literature regarding welding, telemetry mode, and MRI be sent to her. The healthcare provider hcp asked if checking a pump post-MRI makes it recover. Technical services discussed it does not make it recover but that it prevents telemetry mode from occurring. The healthcare provider asked because she had a patient 1.5 to 2 years ago that her pump took 1.5 hours to recover post-MRI, and it did in fact recover. The healthcare provider was wondering if reading the pump makes it recover faster. Technical services discussed flow rates effect on recovery post-MRI.

Event description:
Additional information was received from the healthcare provider who reported that the patient weighed 200 pounds at the time of the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.